Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to (B)(6) 2020 in initial MDR g3 - corrected to (B)(6) 2020 in initial MDR claim# (B)(4).

Manufacturer narrative:
Supplemental MDR#2 is not applicable. Claim# (B)(4).

Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -8.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens explanted due to excessive vault and angle closure with elevated iop (intraocular pressure) and the problem resolved. For status of the eye the reporter stated " the cornea is transparent, the pupil is 3.5x3.0mm, the pupil is insensitive to light. The lens is transparent, and ther is a little pigment on the surface of the anterior capsule". On (B)(6) 2020 the reporter stated " the pigmentation is not increased. This observation is not beyond normal".